Event description:
Patient required a doctor's office visit to remove a digital tampon. Tried twice to insert tampon and could not get it in far enough. Third tampon she tried, she pushed in very far and had not unwrapped the string. She knew right away that she had put it in too far, she could not find the string, thus went immediately to her local health clinic. Total of two hours that she actually had the tampon inside of her.